Event description:
It was reported that patient experienced ineffective therapy. As a result, surgical intervention was undertaken wherein the entire system was explanted to address the issue. The investigation was unable to determine the lead that associated with the issue.

Manufacturer narrative:
Reporter phone number (B)(6) b3-date of event is estimated. Additional components potentially involved in the event include: common device name: drg: lead, model: mn20450-50a, UDI: (B)(4), serial:(B)(6), batch: 6909892.

Manufacturer narrative:
A patient experienced ineffective therapy was reported to abbott. As a result, the entire system was explanted to address the issue. The device was not returned for disposal/evaluation. As a result, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue. Based on the information received, a single definitive root cause for the reported issue was unable to be conclusively determined.